Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the transfer set was found to have damage, a cut, during patient use. The transfer set was in use for approximately three months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A partial sample was received for evaluation. The received sample was 16 inches of cut tubing to patient adapter. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing (leak tested by clamping off end of cut tubing), and clear passage testing. Visual inspection and leak testing was performed with no issues. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.